Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, failed battery and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on display screen that affects ability to read the screen, rejected new batteries and insulin pump squirts insulin during priming, pump was slower during rewind, had to rewind multiple times to finish process, random unexplained no delivery alerts, and buttons were harder to press. The insulin pump will not be returned for analysis.